Event description:
It was reported that the patient underwent revision surgery due to pain and crepitations of hip implant, approximately ten (10) years one (1) month from initial surgery. No trauma has been reported. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). Foreign - germany. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Device location is unknown.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of manufacturing records cannot be performed without product identification. Device is used for treatment. An ap pelvis overview was received and assessed by a radiologist. A left hip arthroplasty is present with a complex custom acetabular component. There is a fracture of the burcher-schneider ring without an osseous fracture identified. Early polyethylene liner wear is noted superiorly. Small wire fragments are present. Implant fit and alignment are maintained. Bone quality appears normal. There are no signs of trauma or other implant/anatomical concerns to explain the acetabular ring fracture. With the available information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : product numbers not provided